Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted, patient had pleural effusion and doctors suspected possible lead perforation. Due to low sensing and high thresholds during implant lead was extracted instead of repositioned and port was plugged. Should additional information be received, this file will be updated.